Event description:
As reported during a minimally invasive mitral repair there were problems maintaining the pressure in an intraaortic occlusion device. After the first inflation of the balloon, the physician noted the balloon pressure was slowly decreasing. The balloon required constant reinflation in order to maintain the proper pressure. After attempting to mitigate the issue, the physician realized the balloon burst. The catheter was removed and replaced with a cross-clamp. The physician felt there was a problem with the device starting at the beginning of the case.

Manufacturer narrative:
Method: actual device involved in incident evaluated. Photographic images made during evaluation. Visual examination. Result: material rupture. Conclusion: no conclusion can be drawn. Additional manufacturing narrative: the device was returned to edwards for evaluation and the clinical observation was confirmed. The balloon was observed to have a radial tear rupture. The root cause of the balloon burst was unable to be determined. Manufacturing records were reviewed and there were no related nonconformances identified. A review of the IFU was performed and no inadequacies were identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Trends will continue to be monitored on through the edwards quality system and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
Device evaluation currently underway.